Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 1st may 2026, it was reported by an arthrex's employee via an email that 1 unit of ar-300-b201, burr, straight, 19.5 mm, diam. 2.0 mm, broke during use. This was detected during an unspecified procedure on (B)(6) 2026. Additional information received on 5th may 2026: no pieces were left inside the patient.